Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer though he had the flu and was vomiting. It was stated that the cause of death was possible heart/diabetes related and possible ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.